Event description:
It was reported that on (B)(6) 2009 while in the cath lab, the intra-aortic balloon (iab) was inserted. The patient was moved to critical care unit. Approximately 12 hours later, the patient was turned and the pump alarmed; rn noted blood in the drive line tubing. There is no more information available at this time.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.